Event description:
It was reported that bd maxzero pressure rated extension set was leaking. The following information was received by the initial reporter with the following: it was reported by the customer that the new IV extension set was used when the syringe full of blood was removed the clave had a drop of blood on it that had to be wiped off prior to being re-accessed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz5302 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.